Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The field service engineer replaced drawer controller, network cable and verified connected to correct port to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.